Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had multiple, intermittent occlusion alarms. The customer's blood glucose level was 112 mg/dl. After the alarms, the customer resumed insulin delivery without changing the pump supplies. The customer declined tandem technical support's offer to troubleshoot as there was not enough insulin in the cartridge for the system check to be performed.